Manufacturer narrative:
H10: the device was received for evaluation. An air leak test was performed and a leak was observed at the level of the dialysate port. The shell was observed to be cracked near the upper dialysate port. The reported condition was verified. The cause was related to a shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m100, normal saline was observed to be leaking. There was no patient involvement. No additional information is available.